Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4).

Event description:
Customer did not report any high dose issues or incidents, just wanted to get the missing data from the dose report. On (B)(6) 2023, according to customer`s request gehc engineering team analyzed the logs and found an exam which had psd: 7.8gy. The dosage was the decision of the doctor. No device malfunction was identified. Investigation has been opened.

Manufacturer narrative:
Customer did not report any high dose issues or incidents, just wanted to get the missing data from the dose report. On 19. Jan. 2023, according to customer`s request gehc engineering team analyzed the logs. Based on gehc investigation, no device problem was identified. High dose was given to the patient as a result of user/health professionel`s decision. 2h48 mins treatment what resulted a high radiation dose (8,05 gy). Visual and radio alarm warned the healthcare professionnel, dose map was displayed as well. It was the radiographer's clinical judgment to continue the procedure and part of the risk/benefit balance. Based on gehc engineering investigation, no device malfunction has been identified. The device worked according to its design and operator manual. No injury was reported. It is an isolated issue based on customer decision. The customer had already gone through dose refresher training.

Event description:
Customer did not report any high dose issues or incidents, just wanted to get the missing data from the dose report. On 19. Jan. 2023, according to customer`s request gehc engineering team analyzed the logs. Based on gehc investigation, no device problem was identified. High dose was given to the patient as a result of user/health professionel`s decision. 2h48 mins treatment what resulted a high radiation dose (8,05 gy). Visual and radio alarm warned the healthcare professionnel, dose map was displayed as well. It was the radiographer's clinical judgment to continue the procedure and part of the risk/benefit balance. Based on gehc engineering investigation, no device malfunction has been identified. The device worked according to its design and operator manual. No injury was reported. It is an isolated issue based on customer decision. The customer had already gone through dose refresher training.